Event description:
On 11/17/1997, the customer contacted braun thermoscan via co's 1-800 number. Customer reported that the day before, her son was acting fine, but when she touched him, he was "burning up." She used the ear thermometer and obtained a reading of 97.5f. Because she thought this seemed low, she then used a mercury rectal thermometer and obtained a reading of 103.5f. While the thermometer was inserted in the rectum, the child began having a seizure. She phoned kaiser, and the nurse instructed her and her husband to bring the child in themselves. When they took the child outside, he began seizing again. They went back inside, called the hosp again, and this time kaiser agreed to have an ambulance sent. The ambulance arrived 40 mins later, and obtained a rectal temperature of 103.5f. The child was taken to the hosp, where blood tests were performed. Augmentin was prescribed and a shot of an antibiotic was administered. The customer estimated her son's healthy baseline temperature was around 95f in the infant/toddler mode. Even though customer believed this seemed low, she had never contacted co until after the seizure.